Event description:
It was reported that the right ventricular (rv) lead oversensed t-waves and the patient received an inappropriate shock. The physician changed the lead programming to disable detections. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 7232cx, implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).